Event description:
The physician used a wilson-cook triclip endoscopic clipping device during a colonoscopy procedure. The device was advanced into the accessory channel of an olympus colonoscope model #cf140l (3.2mm channel size) to the desired position. Once the clip was closed onto the tissue site, difficulty was experienced releasing the clip from the delivery system. The wire was cut at the distal end of the handle and the catheter was removed as the clip released from the delivery system. No injury to the patient was reported.